Manufacturer narrative:
(B)(4) the reported complaint of "helium loss alarms" is not able to be confirmed. No iabp part or recorder strip was returned to teleflex chelmsford for investigation. According to the field service report, the field service representative serviced the pump and could not replicate the issue. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported via a service report "reported helium loss alarms. Ran helium leak test. Could not detect any problems. Uploaded new fos software. Performed functional testing. Unit performs to factory standards". No additional information is available from the customer surrounding this device. Please see associated MDR#3010532612-2025-00264.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via a service report "reported helium loss alarms. Ran helium leak test. Could not detect any problems. Uploaded new fos software. Performed functional testing. Unit performs to factory standards". No additional information is available from the customer surrounding this device.